Manufacturer narrative:
Pump received with blank display. The test p-cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: scratched keypad overlay, pillowing keypad overlay and cracked and bleeding lcd glass. No damage on the end cap noted. Cosmetic damage was confirmed at the cracked and bleeding lcd glass. Blank display confirmed during testing due to cracked and bleeding lcd glass. Cosmetic damage at the bottom of the case (end cap) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage on pump. The event involved product(s) mmt-1805. Troubleshooting was performed and understood that the crack is on the screen and bottom of the shell and it is impacting the battery functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further patient complications were reported. No product return is expected for mmt-1805.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.